Event description:
It was reported that during a follow-up visit, the pacing impedance and threshold had increased. Rv oversensing was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.